Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that a low flow and pump stoppage alarm occurred on (B)(6) 2017. The patient was unaware of any alarms at this time. A review of the system controller log file appeared to show that the pump stoppage was caused by the driveline being disconnected. The remainder of the log file history appeared normal. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
Analysis of the submitted system controller log file confirmed a pump stop and the associated alarms on 12aug2017. This pump stop appeared to be caused by the patient¿s driveline being disconnected; however, a specific cause for the disconnection of the driveline could not conclusively be determined through this evaluation. The submitted log file contained data from 05aug2017 to 28sep2017. At 14:38:19 on (B)(6) 2017, the patient''s driveline was disconnected, causing the pump''s motor to stop. This pump stop was associated with driveline disconnected, low speed hazard, and low flow hazard alarms being active. Vad support was not restored until the driveline was reconnected at 14:40:17 on (B)(6) 2017. The pump appeared to function as intended after the driveline was reconnected, as the pump speed remained above the low speed limit for the remainder of the file. No other atypical alarms were captured. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.